Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for non-obstructive urinary retention. The patient reported that he had not urinated yesterday and was in pain. Patient then stated that his nursing staff inserted a catheter this morning. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.